Event description:
A male pt contacted zoll to report a code 6 - response buttons stuck. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (code 6 - response buttons stuck) has been confirmed. Upon eval. The metallic dome in both response buttons was weak. The root cause for the weak metallic domes cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response buttons. The pt received a replacement monitor.